Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional from a clinical site regarding a patient. It was noted the patient had a right subdural hematoma (sdh) that was identified via a CT scan immediately after stage 2 (deep brain stimulation (dbs) leads) surgical placement on (B)(6) 2017. A new small acute high right convexity sdh was observed, and there was mild local mass effect. A day later, imaging was performed again and it was indicated the previously seen sdh along the superior right cerebral hemisphere was less pronounced. Interventions involved inpatient observation and care of the lead. The event resulted in in-patient hospitalization or prolongation of an existing hospitalization. Etiology was possibly related to the device or therapy and related to the implant procedure. The incisional site/device tract was reported as lead/extension tract. The outcome was noted as ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
The manufacturing site ID was corrected based on new device information received. The conclusion eval code was updated from (B)(4). The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1fgwd, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the actions taken involved patient observation and care. No other actions had been taken. It was indicated the right subdural hematoma was identified on a CT scan immediately after stage 2 where the deep bran stimulation (dbs) leads were surgically placed (B)(6) 2017 . No further complications were reported/anticipated.